Manufacturer narrative:
The reported event of noise was confirmed. Visual examination on the received complete lead found the outer insulation breached exposing the outer coil. Electrical testing found no conductor fractures but found shorts between conduction paths due to the procedural damage. The cause of the reported event was isolated to the exposed outer coil at the breached outer insulation with anomalies due to procedural damage. Correction : updated section b2 : required intervention to prevent permanent impairment/damage (devices)

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient's right atrial (ra) lead had noise reversion episodes. The patient brought into the clinic for isometric tests was found to reproduce the noise episodes. The physician elected to explant and replace the lead on (B)(6) 2024. The patient was in stable condition throughout.